Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation (procedure date unknown). Post procedure the pt was experiencing "abdominal pain" for "11 days". The pt was admitted into the hospital and a "laparotomy confirmed a perforation and subsequent bowel burn. The bowel was resected and she had a hysterectomy". We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).